Event description:
After the surgeon did his first seal the instrument stuck in place but the surgeon was able to open the device. The surgeon continued with the device working fine and after 4 or 5 seals the trigger was engaged to divide the tissue. When this was complete the blade would not retract back and the instrument jaws could not be opened. The instrument had to be transected off of the tissue. The device was cut off of tissue that was part of the specimen being removed per the procedure. The surgeon was able to confirm that hemostasis of the surgical site was good.